Manufacturer narrative:
(B)(4). Date sent: 09/06/2016. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: can you confirm which product the surgeon believes caused or contributed to this event? When did the bleeding occur - during surgery or after the surgical procedure? After the procedure. Was an intervention required to control the bleeding? If yes, please provide further detail of the intervention that was required. It was necessary do a blood transfusion. The sales rep. Also informed this additional information was the only the hospital shared.

Event description:
It was reported that during a post-operatory bypass procedure, patient had bleeding during the post-operatory. It was unknown how the procedure was completed.

Manufacturer narrative:
(B)(4). Date sent: 9/26/2016. The device history records were reviewed and the manufacturing criteria was met prior to the release of the batches included in this lot lot# m4he0m ¿ (B)(6) 2015 12:47 pm. Kit includes: m90k9h ¿ (B)(6) 2015 10:53 pm, m90y3p ¿ (B)(6) 2015 03:23 pm.